Event description:
It was reported that the patient experienced palpitations. Interrogation of the device revealed that it had reached elective replacement indicator even though the battery voltage read 2.70v. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.